Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the charge coupled device unit defect could not be determined. It is possible that the issue occurred due to a defect of the image sensor unit, failure of the internal circuit board of the video connector, or system failure. Olympus will continue to monitor field performance for this device.

Event description:
Company representative reported with an issue of "tip breakage" (defects of distal end) found during an unknown event. No harm reported. No patient harm, no user injury reported due to the event. Device evaluation found the device exhibited an error e216 (scope communication error) due to damage on charge coupled device (ccd) unit. This report is being submitted for error e216 (scope communication error) due to damage on charge coupled device (ccd) unit found during device evaluation.

Manufacturer narrative:
The subject device was received and evaluated . Device evaluation found adhesive on a-rubber (adhesive connection) has a chip. The distal end has a scratch. Due to a dent on insertion pipe, water tightness is lost. The reported issue of "tip breakage" (defects of distal end) " could be confirmed. In addition, due to damage on ccd unit, e216 (scope communication error) occurred. Video connector noted with a crack. Furthermore, the following defects were identified during device inspection: scratch noted on grip, a-rubber, video connector, video cable, light guide cover glass, light guide connector, universal cord, right plate, up/down plate, control unit , switch 1. Due to wear of angle wire, bending angle in up direction does not meet the standard value. Due to a dent on insertion pipe, water tightness is lost. Investigation is ongoing. This report will be supplemented accordingly following investigation.